Event description:
Patient was on oxygen per nasal cannula. The patient had oxygen and air regulators connected to the head wall correctly. The rn noticed that the patient's oxygen saturation was dropping and discovered that the nasal cannula was incorrectly connected to the air outlet. Both the air and oxygen outlets had green christmas tree adapters. The patient recovered without injury or insult.